Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded multiple new cartridges to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.